Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user recently initiated ilet therapy and experienced episodes of hypoglycemia followed by rebound hyperglycemia despite making meal announcements as trained. Symptoms included low blood glucose to 43 mg/dl with subsequent highs above 200 mg/dl, with lows lasting approximately 30¿45 minutes and highs for about 1.5 hours, without loss of consciousness or other acute sequelae. Outcomes included self-treatment of lows with oral carbohydrates such as juice and snacks and no need for medical intervention or hospitalization. Investigation included troubleshooting and user education conducted remotely, with no device alerts or alarms reported. Investigation of this case revealed no device malfunction identified and the cause of both hypoglycemia and hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.